Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services on (B)(6) 2018. The fcr had been contacted by a nurse practitioner with a non-urgent request to check this patient's device the following morning. There had been a report by the hospitalist that this patient received shock therapy. The nurse practitioner informed the fcr that the physician had written at a previous visit that the patient was to be scheduled for a lead repositioning procedure. The fcr was notified by a physician assistant (pa) the following morning at the hospital that the patient, with a do-not-resuscitate (dnr)/do-not-intubate (dni) designation, had died overnight. The cause of death, as reported by the pa, was ventricular fibrillation (vf). The pa commented that this lead had dislodged due to 'twiddler's syndrome' when the patient was seen at a prior in-clinic check. The fcr had requested the device if explanted post-mortem.